Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. No under/over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The device had cracked battery tube threads, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer's other blood glucose is 118 mg/dl. The customer was experienced symptoms of high blood glucose were nausea, abdominal pain and difficulty breathing. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Based on report customer was alleging possible insulin pump under delivery. The customer reported that the self-test was passed. The customer reported that the insulin pump has cosmetic damage. The insulin pump will be returned for analysis.